Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, user noticed that the tip of the prograsp forceps instrument was not functioning properly. The jaws would not articulate, close, or open. The user attempted to remove and reseat the instrument, but the issue persisted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that the instrument was removed and replaced with a backup of the same kind. The instrument was inspected prior to use and no damage/issues was noticed. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise and proportional to what was commanded by the master tool manipulators (mtms), however the grip tips moved in the opposite direction. This behavior was observed in the grip test. Motion issues can be caused by something else in the backend loose cable. Additional observation found related to the reported issue included the instrument had a derailed grip cable from its normal position at the proximal end around the input disk shaft of axis 7. The instrument failed the intuitive full-range motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.